Event description:
It was reported to philips that the system's z rotation cover fell. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned non-emergency treatment, which was continued on the same system as planned, and the patient was not moved. However, no patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files cannot confirm the issue. The fse found that the z rotation cover became loose and fell from the mounting clips. To resolve the issue, fse removed the mounting hardware and tightened up the connections, then reinstalled the cover. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.